Event description:
It was reported by service report that the fowler was stuck in the 'flat' position. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Evaluation: fowler.